Event description:
Pt with critical limb ischemia for lower extremity angiography with pta of the right popliteal occlusion. The trailblazer support catheter fractured at the radiopaque markers. An attempt was made to retrieve fracture catheter with a snare but were unable to grab the catheter tip. Leaving 30 mm catheter in the artery.